Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient's symptoms include pain, thinning of the ipg site and exposed ipg. The physician believed the infection was procedure related. Antibiotics were given. The patient was doing well following the procedure.